Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 03/10/2017. Product analysis: the device was returned and evaluated by product analysis on 02/10/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box indicated rebooting events. No damage to the battery compartment was observed. A battery cap was not returned with the pump; a test cap was able to secure properly and a power issue was not observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the printed-circuit-board. Unrelated to the complaint, a pump case crack was observed. Moisture was observed behind the display lens.